Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 403 mg/dl with symptoms of excess urination, drowsiness, and extreme thirst. The reporter stated that the patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter alleged that the pump had emitted a call service 064 alarm. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.